Event description:
Approximately two days after stents were placed in the proximal and distal circumflex, the male patient with a history of unstable angina, and hypertension, abnormality of lipid metabolism, smoking, and renal dysfunction complained of chest pain. Angiography revealed thrombus from distal to the distal circumflex cypher to inside the proximal circumflex cypher. To treat the thrombus, additional heparin (5,000u) was administered followed by aspiration and angioplasty with a 3.0 x 15mm balloon at 16atm for 30 seconds. Eventually, a 2.5 x 23mm cypher was implanted to overlap the two previously implanted cypher at their edges. According to the physician, the possible cause of the thrombotic event was that the stents were under-dilated. At the time of the initial stent implantation, the pt presented with acute coronary syndrome and a lesion in his proximal left circumflex and distal left circumflex artery. The lesion in the proximal circumflex was a de-novo, eccentric, calcified and 8.8mm in length with a vessel diameter of 3.59mm. The lesion in the distal circumflex was a de-novo, concentric, bifurcated, and 15mm in length with a 2.25mm vessel diameter. The distal circumflex lesion was pre-dilated with a 2.5 x 15mm balloon at 12atm for 30 seconds and a 2.5x23mm cypher was implanted at 12atm for 30 seconds. The stent was not post-dilated. The proximal lesion was pre-dilated with a 3.0x15mm balloon at 10atm for 30 seconds and a 3.0x13mm cypher was implanted at 12atm for 30 seconds. The stent was post-dilated with a 3.0x15mm balloon at 14 atm for 30 seconds. There was space between the two cyphers. Residual stenosis for both stents was 25% and timi flow pre and post procedure was 3. Act was not measured. Intra-procedure medications included clopidogrel 300mg and heparin 5,000 units.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Sub-acute thrombosis is a known potential adverse event associated with implanting coronary artery stents. The acc recommended an act of greater than 300 when implanting coronary artery stents. Review of the information provided suggests that the pt's history of smoking along with renal dysfunction and/or procedural factors such as not measuring an act may have contributed to the reported event. Foreign cypher product (cjs) is not distributed in the us; however, it is similar to us distributed cypher product (cxs). This is one of two product involved with this adverse event in which associated manufacturer report number is 9616099-2009-01069.